Manufacturer narrative:
Evaluation summary: one bci monitor was received for investigation with a re-chargeable battery. The device history record review was completed. This was the first time the unit had been in for service. Upon inspection, the device would not start or power up, confirming the customer's reported issue. After internal monitor inspection, the battery compartment was found to be cracked open. The cracked open battery compartment from within the device is consistent with unit being severely impacted from a drop. The protective boot around the housing acts as shock absorber preventing damage to the housing. However, centrifugal forces in the time of impact affect internal components, which usually results in component damage. Based on the investigation evidence, the root cause was determined to be user interface.

Event description:
Information was received that a smiths medical bci capnocheck ii capnograph monitor would not power on. No adverse effects were reported.